Event description:
It was reported that during a laparoscopic sigma procedure, the staples misformed. Staple did not form a "b", rather the ends of the staple were curled outward. The case was completed with a like device. There was no pt consequence reported.